Event description:
It is reported that a revision surgery was performed to remove the screw that was sitting proud. After locating the screw, it was found that the head was fractured off. After multiple attempts to remove the broken screw the surgeon impacted the screw further info the bone.

Manufacturer narrative:
Eval summary - if the fracture was not properly reduced during the initial surgery, then this would have subjected the screw to add'l loading. If the surgeon applied excessive torque during the initial surgery to place screw, this could have possibly caused the screw to break. However, it is not possible to determine a root cause of why this screw broke. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer ,inc considers the investigation closed.